Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately 1ml from the coulter act-diff analyzer during a startup. The leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a diluent leak at the rinse block and replaced tubing at valve lv8, resolving the leak. Failure mode was related to tubing at valve lv8. (B)(4).